Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The used device was returned loose in the carton. The lens stop and plunger lock were removed. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. The plunger was fully advanced with the plunger tip extended beyond the nozzle tip. A broken trailing haptic was observed. The trailing haptic was extended backward, broken, and caught on top of the plunger. The nozzle was cleaned for further evaluation. The broken trailing haptic was removed during cleaning. A top coat dye stain test was conducted with acceptable results. A non-qualified viscoelastic was used. The trailing haptic was straight and broken, caught on top of the plunger in the nozzle tip. The root cause was most likely related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was observed. The IFU instructs: during device preparation and implantation of the company provided intraocular lens (iol) with the company provided preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Inadequate viscoelastic was also observed. The IFU instructs: fully insert the ovd cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use a company ovd qualified for use with thecompany pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. The trailing haptic position may indicate it was not in a proper position for advancement per the provided diagrams in the IFU. The IFU instructs: after the lens has been advanced to the ¿fill-to¿ line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. No part of the lens should exit the nozzle prior to insertion through the incision. A diagram is provided which indicates a straight trailing haptic is not acceptable for delivery and the device should not be used. Proceeding with implantation of a misfolded trailing haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. Broken haptics may occur: due to the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, it was noted that the trailing haptic was straight. The surgeon checked under the microscope first and noted that the trailing haptic was stuck between plunger and clear plastic. The lens was removed in an initial procedure.